Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a blister under the patch. Patient described the area as an itching sharp pain around most of the patch area. There was no alleged device malfunction contributing to the blister. The patient's physician recommended removal of the patch due to the blister. Outcome of the irritation is unknown.